Event description:
It was reported that during a colorectal anastomosis, the device fired properly, but was difficult to remove from the lumen. When the device was removed, it was noticed that the device did not completely cut the tissue. The surgeon completed the case with hand suture. There were no consequences to the pt.